Event description:
During an unk procedure on an unk date with an unk surgeon the etm05 would not retract back into its sheath. The device and the trocar, it had been passed through were removed together. The device was thrown away. No other device was needed to complete this case. There was no consequence to the pt.